Manufacturer narrative:
The reported issue of dim segments was confirmed on 2 out of 2 returned display boards. Visual inspection of each board was performed and no damage, corrosion, or cold solder was observed. The returned display board assemblies were tested using a lvp mockup test fixture (eq111581) attached to a cad pcu. The returned boards were tested by running basic infusions at 888 ml/h and 88.8 ml/h to determine dim or missing segments. All returned boards exhibited dim segments. The root cause was attributed to a manufacturing issue. The dim segments were tested.

Event description:
It was reported that the (2) lvp displayed dim segments. The biomed stated that the; "1st segment ¿ both on left side, 4th segment top right/bottom left and the 2nd segment top left, 4th segment top and top right ". The customer confirmed that there was no patient involvement.